Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level ranging between 234-235 mg/dl. A manual injection was administered to address bg. A system check was performed and air bubbles were found to be within the infusion set tubing. The tubing was primed to address the issue.